Event description:
The pt had unspecified symptoms and was diagnosed with an infection. The system was explanted and the pt was doing "fine." The device sys was used to deliver lioresal.

Manufacturer narrative:
(B)(4).